Event description:
It was reported by service report that the head left inner siderail panel was cracked with no exposed sharp edges, and the IV pole was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked siderail panels, broken IV pole.